Event description:
A customer reported an issue with their pump battery not charging. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to try charging the pump using a different wall outlet for at least 30 consecutive minutes with a wall adapter known to work and to call back if the issue persisted.